Event description:
Device 1 of 3. Reference MFR report: 1627487-2013-04225, 04226. The pt rec'd two leads with different lot numbers. All possible lots will be reported. It was reported the pt's lumbar scs system was to be explanted. The physician planned to perform a fusion surgery, which is to address the lower body pain. There had been no reported loss of stimulation from the lumbar system.

Manufacturer narrative:
Sjm has limited information related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.